Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after a heart diagnostic procedure. Reportedly, during vessel closure a hematoma was forming on the groin. The physician was attempting to advance the knot to the arteriotomy with difficulty, due to the patient size and hematoma, when the suture broke. Manual arterial compression was used to achieve hemostasis and express the hematoma. The size of the hematoma was approximately 3 to 4 cms. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reported information and manufacturing inspection criteria, a definitive cause for the suture breakage and associated patient effects could not be determined. However, there is no indication of a product deficiency.